Manufacturer narrative:
One certain® ep® healing abutment (imha356) and one 3i t3® tapered implant (bopt4311) were returned for investigation. Visual evaluation of the as returned products identified fracture across the abutment screw threads. Additionally, screw fragment was identified inside the implant; it was reported that hours had been spent to retrieve the broken screw portion which appeared to be cold welded within the implant. There was bone residue around the external threads of the implant which were damaged possibly during removal. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was low bone density ¿ type iii. The devices had been placed on tooth # 11 (fdi) for approximately 1 year. X-ray or picture images were provided. Appropriate documentation was reviewed. DHR review for the lots (2019051747 & 1233156) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2019051747 & 1233156) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that there was a fracture of healing cap on implant. Referring dentist placed the healing cap after taking the impression but found the healing cap jammed/ then broke off, hours been spent trying to retrieve the broken screw portion, it appears to have cross threaded, cold welded within implant, removal and replacement. Tooth site # 8.